Event description:
Right eye lens implant when found to be defective, removed and replaced. Results: double vision; require prism glasses. Need reading glasses, sun sensitive and to drive use prism. Eye turns out (to right) poor vision during adjustment. When reading restricts ability and speed.